Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) appeared to be scratched upon insertion into patient's eye. The lens was removed and another one was used. No harm to the patient was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/17/2016. Device returned to manufacturer? Yes. Device evaluation: only one half of the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection using a 10x microscope magnification showed fibers/particles on the lens related to handling the lens in a non-sterile environment. Also residues of viscoelastic solution were observed on the lens indicating that the unit was handled and prepare for surgical use. Scratches were also observed on the lens. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.